Manufacturer narrative:
According to the customer, "a few weeks ago" they placed a bandage on the inside of their right forearm to cover a "dog scratch". Per the customer after 2 days, they removed the bandage and reported a skin burn. Per the customer they went to the hospital, and they were prescribed "silvadene 1%" for the reported "chemical burn". Per the customer the skin burn has resolved with the treatment. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "a few weeks ago" they placed a bandage on the inside of their right forearm to cover a "dog scratch". Per the customer after 2 days, they removed the bandage and reported a skin burn.